Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly the customer was mixing new and residual insulin. Tandem technical support educated the customer that reusing/mixing the insulin is off label per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.